Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths. (B)(4)

Event description:
During a cryoablation procedure, there was a leak from the valve of the flexcath steerable sheath and air bubbles were sucked in through the side port during the aspiration process. No adverse event occurred.